Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 10/03/2014.

Event description:
Procedure: colectomy (functional side to side anastomosis). According to the reporter: the device moved forward and stapled only 40 mm. Then it became impossible to squeeze the handle, and the knife was moved back and released. The tip of the staples had not formed properly, although the tissue was not thick. After additional tissue resection was performed, the anastomosis was completed. Operating time was extended less than 30 minutes. No reinforcement material was used. The last known patient status was reported as fine.